Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-21, additional information was received from a hcp via the clinical study. The patient was receiving fentanyl 300mcg/ml at 120.01 mcg/day, bupivacaine 25mcg/ml at 10.001 mg/day, baclofen 400mcg/ml at 160.02 mcg/day, and clonidine 400mcg/ml at 160.02 mcg/day. On (B)(6) 2015, the patient experienced post-operative muscle spasms possibly related to the questionable inflammatory mass. The patient was given tizanidine. On (B)(6) 2015, the muscle spasms resolved without sequelae. The event was reported as possibly related to the device or therapy, possibly related to the implant procedure and possibly related to the drugs.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a physician via ispr indicated the clinical diagnosis was fibrosis at the catheter tip and the programming date from the most recent refill prior to the event was (B)(6) 2015. A catheter access port (cap) study on (B)(6) 2015 showed catheter fibrosis. The patient reported weakness and was scheduled for a dye study. The dye study revealed a fibrosis at the catheter tip causing the difficulty aspirating the catheter and dye pooling. The event was related to the device or therapy and not related to the implant procedure. Surgical intervention included catheter spliced on (B)(6) 2015 and the patient experienced post-operative muscle spasms. The outcome was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted:(B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
(B)(6) 2015, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), male patient who was receiving an unknown drug via an implantable pump for non-malignant pain. On an unknown date, the patient experienced a granuloma. The spinal segment was replaced. If additional information becomes available, a follow-up report will be submitted.